Manufacturer narrative:
Initial system management (smbus) data review and functional testing revealed the battery to be permanently disabled by its safety monitor due to an over-voltage condition. This fault was likely caused by the battery being subjected to excessively high input charge voltage. The freedom ac power supply and freedom battery charger in use with the battery at the time of the customer reported experience were not returned and therefore could not be evaluated or included in this investigation. Investigation testing confirmed the battery was unable to charge. Syncardia has a corrective and preventive action (CAPA) to track and address any applicable actions related to permanently faulted onboard batteries. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue was observed when the onboard battery was not supporting a patient. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom onboard battery was not in use by a patient. The customer, a syncardia certified hospital, reported that the patient's freedom onboard battery did not charge.